Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a fiber in the balloon of a small volume intermate. This occurred before use after the device was compounded with piperacillin/tazobactam. No patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured february 23, 2015 to february 26, 2015. The device was received for evaluation. A visual inspection on the unit noted white particulate matter approximately 0.35 square mm in size in the fluid of the reservoir, verifying the reported condition. Ftir spectrophotometer scanning identified the particulate matter as acrylic material. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.